Event description:
It was reported that during biomedical testing, the set was primed and placed into pump, door was closed, and fluid continued to drip every few seconds. The pump was not in use on a pt at this time.